Event description:
This is a spontaneous report by a nurse from (B)(6) of an accidental disconnection of a titanium adaptor transfer set coincident with extraneal therapy. A complaint was made to baxter that on (B)(6) 2012, the patient experienced an accidental disconnection of the titanium adaptor-transfer set. On the same day, the patient experienced bacterial peritonitis, manifested by cloudy effluent. On (B)(6) 2012, the patient discontinued ciproxin and started remedial therapy with vancomycin 1.75g/day (route not reported) and amukin (amikacine sulfate) 20mg (route and frequency not reported). On (B)(6) 2012, the patient was discharged from the hospital. The event of bacterial peritonitis resulted in a prolonged hospitalization.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. An internal investigation is currently underway, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported issue was confirmed via sample evaluation. The customer returned seven (7) minicap companion samples in original un-opened package and one (1) used set without cap on dark blue connector. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem, however an assignable cause was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. If additional information becomes available, a follow up report will be submitted.